Manufacturer narrative:
Patient identifier does not contain enough spaces, the entire ID is (B)(6). Field service observed that the r2 probe was not properly washing, due to the probe being slightly bent on the architect i2000sr. Field service replaced and calibrated the probe and verified the wash cup performance. Field service determined the likely cause for the issue was the probe. A service history review for architect i2000sr serial (B)(4) revealed no additional erratic or discrepant results, nor did it identify any service or complaint issues that may have contributed to this issue. The architect system operations manual provides information for the troubleshooting and maintenance concerning erratic / discrepant results, including, but not limited to, the troubleshooting performed by field service. A 12 month search for similar complaints identified no adverse trends of the probe. A review of the architect i2000sr tracking and trending data revealed no systemic issues or adverse trends associated with the erratic result issue described in this complaint. The architect i2000sr erratic result rate is within acceptable limits with no adverse trends identified. Taken together, no product deficiency or systemic issue was identified.

Event description:
The account generated (B)(6) repeatedly (B)(6) combo results (B)(6) on sample ID (B)(6) that tested negative (0.68 s/co) the next day when processing on the architect i2000sr. No specific patient information was provided. No impact to patient management was reported.